Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found the fiber optic sensor extension holder to be cracked. To fix the issue, the fse replaced the fiber optic sensor extension and replaced the broken cable tie. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module error. There was no patient involvement, and no adverse event reported.